Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration and dislodgment occurred. A synergy¿ drug-eluting stent partially deployed while in the left main coronary artery and migrated into the aorta. The partially deployed stent was withdrawn, but during removal the stent slipped off into the groin area. The patient went into surgery. There were no further patient complications reported in relation to this event.